Manufacturer narrative:
(B)(4). Age was not provided. Patient weight was not provided. Device has not yet been returned to manufacture. Product no returned to manufacturer.

Event description:
It was reported that the unknown screw portion of a biomet low profile abutment fractured and part of it is still in the implant.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.